Event description:
Customer alleged compact plus system unavailable due to an error within the device's specifications. Customer alleged that, while system unavailable, customer experienced vomiting and dehydration for which he was treated by emts with an IV and treated at the hospital with IV fluids and insulin. Customer alleged blood glucose measured by emts was "hi" and by the hospital laboratory was 1000 mg/dl. Product labeling instructs the customer to call for product support 24 hours per day at a toll-free number. The customer alleged the device was unavailable for 3-4 days before the event, but did not attempt to resolve the situation. Customer alleged a family member attempted to use the device prior to calling emts and obtained an error. Replacement product was sent; product return requested.